Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -2.75 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was explanted on the same day due to excessive vault. For status of the eye (signs/symptoms) the reporter reported "temporal chafing/transillumination defect (from iris prolapse) and stated that the cause of it was that the lens was too big for the patients eye, the lens appeared bulging out after implantation and patient was nauseating. A replacement lens of shorter length was later implanted on the same day. Problem resolved.

Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in a micro centrifuge vial with moisture and debris on the lens. Visual inspection found no visible damage and foreign debris on the lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5-the reporter indicated that a 12.6mm, vicm5_12.6, -2.75 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The reporter reported "temporal chafing/transillumination defect (from iris prolapse) and stated that the cause of it was that the lens was too big for the patients eye, the lens appeared bulging out after implantation and patient was nauseating. The lens was exchanged on the same day different surgery for a shorter length lens and this resolved the problem. Claim# (B)(4).